Manufacturer narrative:
Note: reported by third party provider spendmend. Patient's following physician/facility: (B)(6).

Event description:
It was reported that the right atrial (ra) lead was fractured. The ra lead was explanted and replaced. The system was updated to a competitor system. The patient was stable.